Event description:
The pt performed a blood glucose test on the suspect device and obtained a result of 198mg/dl. Pt then dosed insulin based on this reading. Pt then passed out. Pt's relative called 911. Paramedics gave pt a glucose IV and transported them to the hosp. Their blood glucose on a hosp meter was 83mg/dl.